Event description:
Report received of a device break. It is unk whether fluoroscopy was done before the procedure. Arteriotomy closure with the perclose a-t (closer ak) device was attempted after a peripheral diagnostic procedure. The device was inserted and deployed without any issues. There was no suture present when the plunger was retracted. The operator moved the lever down (parked the foot) and attempted to remove the device but encountered resistance and discovered that the device was "stuck." The lever was opened and closed three times but the device could not be dislodged from the pt. An interventional radiologist was consulted and fluoroscopy was performed. The vessel was reported to be moderately calcified. Fluoroscopy revealed that the sheath had broken off in the pt and it appeared to be twisted and torqued. A vascular surgeon was consulted and the pt was taken to surgery. The surgeon used a fogarty balloon to retrieve the sheath and performed a larger cut down than expected while trying to locate the device foot. However, the foot had already been retrieved with the guide and the plunger while in the cath lab. The pt was in surgery for 3 hours and required a transfusion. The amount of blood given is unk. The pt was transferred to the cardiac critical care unit and is in stable condition. It was reported that the pt was discharged from the ccu and is "doing fine."